Event description:
The account alleged that the bed has intermittent hi/low function. The tech found signs of fluid ingress on the right siderail ucm board.

Manufacturer narrative:
The tech found the right ucm board was operating intermittently due to fluid ingress. He replaced the ucm board to repair the bed.